Event description:
Healthcare professional reported patient with unknown side "foot ulcer wound" who had a procedure to implant a "matrix hd" graft approximately one month prior to presenting at the wound care clinic. Patient stated to the healthcare professional that the graft is "starting to smell," and that the implanting surgeon "had removed the sutures from it." Healthcare professional confirmed "obvious tendon exposure. Some of the graft looks like it's drying." "It's rolling up." "Another portion of it looks very macerated, but it's maybe half of it is attached to the patient." This is a non-(B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).